Event description:
It was reported that the insertable cardiac monitor (icm) showed a monitoring-disabled alert at end of service. Technical services review indicated that the pvc burden was set to continuous, and while this setting increases current consumption, it did not account for the unexpected decline in battery voltage. The voltage decrease began abruptly and cannot be explained by the available data. The root cause remains undetermined. It was recommended that the device be returned for detailed evaluation. Findings were shared with the representative, who had no additional questions. An analysis letter can be issued if the device is returned, pending discussion with the physician. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the insertable cardiac monitor (icm) showed a monitoring-disabled alert at end of service. Technical services review indicated that the pvc burden was set to continuous, and while this setting increases current consumption, it did not account for the unexpected decline in battery voltage. The voltage decrease began abruptly and cannot be explained by the available data. The root cause remains undetermined. It was recommended that the device be returned for detailed evaluation. Findings were shared with the representative, who had no additional questions. An analysis letter can be issued if the device is returned, pending discussion with the physician. Additional information indicates that the representative reported that the insertable cardiac monitor (icm) device was explanted and replaced, and that the device will be returned for analysis and warranty evaluation. No adverse patient effects were reported.